Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a case at the user facility, the console had unintended activation. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during a case at the user facility, the console had unintended activation. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.